Event description:
In 2008, the pt reported that she had been experiencing elevated blood glucose since 9am. At 11:15am her blood glucose measured 19 mmol/l (342 mg/dl) and she bolused 6.7 units of insulin. At 12:08pm her blood glucose measured 20 mmol/l (360 mg/dl) and she ate soup and bolused 2.7 units of insulin. She stated that she changed all of her accessories one day prior, and had no issues until this morning. Troubleshooting did not reveal any prod issues. The pt changed her infusion site and bolused 5 units of insulin during the report. Upon follow up two days later, the pt stated that after changing her infusion site her blood glucose lowered to 9.9 mmol/l (178 mg/dl) by 2:30pm one day prior, and she has had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.